Manufacturer narrative:
The device was returned. Visual and functional inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a stenosed lesion in the right posterior lateral branch of the right coronary artery (rca). The 2.25 x 12 mm nc trek was advanced without issue, but the proximal shaft separated by the hub in two pieces and was removed. Another balloon catheter was used to complete the procedure. There were no patient effects and clinically significant delay in the procedure. No additional information was provided.